Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the filing of the initial medwatch report additional information was received: the sutures of two additional proglide devices were successfully preplaced prior to the tavr procedure. The sutures of the proglide devices that were successfully preplaced were removed when the cut down was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide devices referenced in describe event or problem are filed under separate medwatch reports.

Event description:
It was reported that suture placement in the mildly calcified right common femoral artery was attempted with proglide devices, via a 6 f sheath using a pre-close technique, prior to a transcatheter aortic valve replacement(tavr) procedure. Reportedly, cuff misses occurred with five proglide devices. The sheath was upsized to 14f and the tavr procedure was completed. Hemostasis was achieved by surgical cut down and suturing. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.